Event description:
The customer reported that an 840 ventilator upper display is red/erratic. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) pcb. The unit passed extended self-testing.